Event description:
Incorrect convolution kernel can be used for photon dose computation. In particular, the first kernel used in a dose calculation for a particular enery (as determined by the photon beam model's field size and/or wedge) will be used for all subsequent dose computations during a particular planning session. The first dose computation will always load the correct kernel. However, subsequent dose computations may load an incorrect kernel.